Event description:
It was reported that after the device was interrogated, the patient was moved into another room for testing. Upon reinterrogation, the mode switched from dddr with bipolar pacing to voo with unipolar pacing. It was also reported the patient experienced pocket stimulation with unipolar pacing which subsided after reprogramming back to bipolar. The device was reprogrammed to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.